Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - the device history record (DHR) review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon reports there was a haze/pigment on the lens which caused blurry vision for the patient. The lens was explanted and replaced with a same length and power lens and this resolved the problem. The cause of the event was reported as unknown.